Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and the final quality release criteria were met before this batch was released for distribution. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a umbilical hernia repair procedure on (B)(6) 2019 and the mesh was implanted. During the procedure, the device ripped. The device was removed and another like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
An empty opened foil and a mesh were returned for analysis. During visual inspection of the used mesh, a partially detached wing and body fluids were observed. Also, the sample has begun with degradation process. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿that during an umbilical hernia repair the device ripped¿.